Event description:
According to the reporter: the balloon of the trocar had burst during the surgery. Pt involved without injury; current condition: recovered; medical intervention not required; surgery time not extended; product not tested prior to use.

Manufacturer narrative:
(B)(4).